Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp(B)(4). Medical product: catalog #: 32-472711, guide 5 hole, lot # 910880. Catalog #: 178554, cps short anchor plug 12mm, lot # 876770. Catalog #: rd425008, compress cross bar assy, lot # 879190. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04993. Product expected, not yet received.

Event description:
It was reported that the drill guides used during surgery were damaged. They did not tighten to the device that aligns the drill holes for the anchor plug. One knob was bent and the other was the wrong knob. The anchor was thrown away and the drill guide was cemented in place. The tray was damaged which required a replacement. As a result of the event, an hour delay occurred. Attempts have been made and additional information on the reported event is unavailable at this time.